Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low p waves and high thresholds. The patient experienced diaphragmatic / nerve / phrenic stimulation. The lead was repositions and remains in use. No further patient complications have been reported as a result of this event.